Event description:
An optometrist reported a case of dry eye, observed on a patient's right eye at ten months post photo refractive keratectomy (prk). Patient noted having intermittent blurred vision. Upon follow up, reporter indicated patient was instructed to continue use of artificial tears. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).